Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. The actual samples were received for evaluation. The returned samples were a fragment of the fractured guidewire (referred to as sample 1 in this report) and another guidewire m used in the same procedure (sample 2). Sample 1 measured approximately 240 mm in length and sample 2 measured approximately 2600 mm in length. Visual inspection of sample 1 found that both ends of the urethane coat had been fractured. These are designated as fractured part a and fractured part b, respectively. Magnifying inspection of the side of fractured part a found that the core wire was exposed, and the surface of the urethane coat was smooth. Magnifying inspection of the side of fractured part b found that the core wire was exposed, and the urethane coat appeared to have been pulled and torn. Electron microscopic inspection of the side of fractured part a found creases on surface of the urethane coat, and some part of the surface was rough. Electron microscopic inspection of the side of fractured part b found creases on surface of the urethane coat. Electron microscopic inspection of the end surface of fractured part a found streaky pattern and elongation. Electron microscopic inspection of the end surface of fractured part b found it appeared to have been pulled and torn. Elongation of urethane coat was observed. The urethane coat of fractured part a was removed to expose core wire. Trace of guidewire sizing-cut was observed on the end surface of the core wire. The urethane coat of fractured part b was removed to expose core wire. Radial pattern was observed on the end surface of the core wire. Magnifying inspection of sample 2 found no anomaly in the appearance condition such as peeling of urethane coat. The outer diameter was measured on sample 2 and on the part other than each fracture ends of sample 1. The measured values met the factory's control criteria. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the following loads were applied to the fractured parts a and b of sample 1. No anomaly was found in sample 2. Sample 1: fractured part a: it was likely that the urethane coat was broken off due to some kind of pinching load. Sample 1: fractured part b: it was likely that the core wire was fractured due to metal fatigue caused by continuous one-way torque manipulation while the actual sample was kept in a bent state. It was thought that the urethane coat may have been pulled and torn due to having been exposed to subsequent operations or pulling load during removal. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported the radifocus guidewire m was used during the procedure. The procedure was evt with crossover approach. During wire manipulation to treat iliac and sfa, the wire became stuck. While the wire was pushed/pulled, the wire became fractured around the cfa. The surgeon operator, immediately opened the area for surgery, removed the fragment of the fractured wire, and completed the procedure. The fragment was recovered by surgery. No fragment was let in the patient. The procedure was completed successfully. The patient impact was not serious.